Event description:
It was reported that, "pt had repeated falls due to advanced parkinson's disease. From the falls the pt began to lay down bone within her joint space and the surgeon suspected her patella was fractured. Upon inspection in surgery, the surgeon removed the tibial insert 9mm and removed a considerable amount of bone posterior to the femoral component and anterior medial to the tibial component. The patella component was found to healed and solidly fixed and was nit removed. The tibia was addressed with an 11mm ps component chosen for stability."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.